Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. A 28 x 3.00mm promus premier drug-eluting stent was selected for use. However, due to breakage of the device during manipulation of the micro-tube guide making it not possible to use. The device was replaced with a different device to complete the procedure.